Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following full deployment of the v alve, the valve dislodged into the ascending aorta. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 8fr and 6fr introducers were inserted at the left femoral and right radial arteries. A 5fr pig tail catheter was advanced retrograde into the non-coronary cusp (ncc) with the help of a wire through the 6fr femoral introducer. A second 4fr pig tail catheter was advanced through the 8fr femoral introducer and crossed the aortic valve with a straight-tip exchange wire. Temporary pacing was used. The pig tail catheter was exchanged to confida/lunderquist wires. The 8fr introducer was changed to an 18fr introducer. Pre-dilation was performed with a true dilatation 24x4.5mm balloon at 180bpm pacing. The valve was loaded into the delivery catheter system (dcs) and advanced through the introducer. The valve was deployed, but dislodged into the ascending aorta. A second valve was prepared and advanced through the introducer and previous valve. The second valve was successfully deployed without any complications. No paravalvular leak (pvl) was observed post-implant. A post-dilation was performed with a 25x4.5mm true dilatation balloon under 180bpm pacing. The patient was in stable condition throughout the procedure and after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.